Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that ¿on (B)(6)¿ the patient tripped and fell into the sink in her bathroom and where the implant was located, was the part of her body that hit the sink. The patient stated that the same day ¿about an hour and a half later¿ the patient was sitting down in her computer chair at work and it tipped over causing her to fall and the area where the implant was located was impacted again. The patient was in a lot of pain since both falls and the patient called her healthcare provider¿s (hcp) office. A nurse told the patient to take some ibuprofen for the pain, which seemed to be helping for the most part. The patient also noted that after her falls, it felt like the implant was starting to move a little bit again, like ¿something kicking her where the implant was located.¿ the patient was wondering if she ¿maybe jarred it a little bit out of place.¿ the patient mentioned that she was not in a whole lot of pain, like she was in the beginning, but she was worried. Additional information was requested, but was not available as of the date of this report.